Event description:
It was reported that at the user facility that paint is peeling from the sterilization case tray. There was no report of paint flakes entering a surgical site. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that at the user facility that paint is peeling from the sterilization case tray. There was no report of paint flakes entering a surgical site. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event, the black coating in the case peeled off, was confirmed. Through visual inspection, the technician noted that the black coating is starting to peel. The device was scrapped by stryker.

Manufacturer narrative:
Device not received.